Event description:
The device was explanted pn (B)(6) 2021. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient reported hearing clanking noises with the internal device, however, the issue could not be resolved. It was also reported that the patient has a longstanding history of zig zag impedances and that 2 electrodes are open. The implanted device remains. There are no plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.